Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated at the fill on 2018-(B)(6) the expected volume was 3.6cc and the actual volume was 6cc. At the fill on 2018-(B)(6), the expected volume was 7.7cc and the actual volume was 10.4cc. It was noted the patient was referred for studies and evaluation of probably catheter kink. The pump was refilled and infusing; however ¿obviously not at correct rate.¿ the patient¿s weight at the time of the event was (B)(6) pounds. The cause of the catheter kink was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(4) 2013, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 11-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2018-oct-05, regarding a patient receiving "mostly morphine and something else" (doses and concentrations unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient was having problems with the pump. When the patient's pump was refilled in (B)(6) 2018, (the patient believed the refill was on (B)(6) 2018). They pulled out way too much medication and would monitor to see how much came out. It was noted that the healthcare provider (hcp) was pretty sure the catheter was kinking up and not pumping medication. At the most recent refill on (B)(6) 2018, "the same thing happened." Per the patient, "they pulled out a little over 12cc, I think." No patient symptoms were reported and the patient was to follow-up with their hcp. A list of surgeons was requested because the patient's original surgeon was no longer with the practice and the patient's hcp did not do surgery. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the catheter revealed damage to the transition tube of the catheter body. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: 2(B)(6) 018 product type catheter. Patient code (B)(4) no longer applies. Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative. The pump was delivering morphine 15mg/ml at 6mg/day. It was reported that, per the patient, he started losing effect of therapy about eight months prior to (B)(6) 2018. No environmental, external, or patient factors were reported to have caused this issue. An x-ray was done in (B)(6) 2018 and no obvious kinks were need. On (B)(6) 2018, the neurosurgeon exposed the spinal incision and cut the catheter above the connector; immediate spontaneous retrograde flow cerebrospinal fluid (csf) was observed. No catheter kinks were observed at spinal nor pump incision sites. A bolus was programmed on the back table after the pump was taken out from the patient; fluid was observed at the exit port of the pump. The expected residual volume (erv) was 8.0ml and the actual residual volume (arv) was 9.8ml. The neurosurgeon elected to replace the entire catheter with a new catheter. The infusion rate was decreased from 6mg/day to 4mg/day after the catheter replacement, with the same personal therapy manager (ptm) settings as prior. It was unknown if the issue was resolved. The patient was "alive - no injury." There were no further complications reported at this time.